Event description:
It was reported that the right ventricular (rv) lead had high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Rv pacing lead impedance variation from 361 ohms to 779 ohms. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity warning occurred (B)(4) 2014 for sensing integrity counter greater than thirty in three days and lead impedance variation. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.